Event description:
The account alleged the siderail will not latch.

Manufacturer narrative:
The technician found the left intermediate siderail not latching due to a worn latch spring. The technician replaced the latch spring to repair the bed.